Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the last couple weeks prior to report ¿things were not right¿ for the patient. It was stated that during the last couple weeks prior to report the patient¿s adaptive stimulation (as) setting would change from upright to laying down when she leaned back while sitting. The patient noted that she did not remember the as being that sensitive before. It was reported that of the patient¿s two settings, one she could only tolerate around 3.7 volts and was feeling more tingling in both of her legs and that the other she did not get a response until she turned it up to 5 volts. It was stated this had only been the case for the patient during the last week or so prior to report. It was also reported the patient would adjust her as and stay in the same position for ten minutes or longer and that her stimulation would change on its own, noting it would turn off or go high. It was stated the patient had made changed her settings and that this was occurring more often and randomly the last couple weeks prior to report. It was noted the patient had not experienced any falls or traumas prior to report and had started some basic yoga that was approved by her healthcare provider (hcp). The patient was redirected to her hcp. A supplemental report will be filed if additional information is received.